Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer troubleshot with technical support. The customer found several power issue error codes in the ventilator diagnostic logs. The customer was advised to check the power cord to ensure that it is fully seated. The customer found that the power cord was barley engaged. The customer reseated the power cord to address the issue.

Event description:
It was reported that the ventilator went inoperable. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.